Event description:
It was reported that prior to use with bd vacutainer® c&s transfer straw kit the needle was missing the hub and protruding from packaging, thus affecting sterility. The following information was provided by the initial reporter: it is reported customer received a package with an extra urine transfer needle without a hub. Picture sent by customer shows needle protruding from sealed package.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for needle separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The 10 retention samples were inspected with no needle separation identified. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® c&s transfer straw kit the needle was missing the hub and protruding from packaging, thus affecting sterility. The following information was provided by the initial reporter: it is reported customer received a package with an extra urine transfer needle without a hub. Picture sent by customer shows needle protruding from sealed package.